Event description:
After epidural catheter was placed by doctor, he taped the tubing to pt back and checked the distal port of the tubing, where epidural medication infuses through. It easily snapped open, meaning the catheter would leak once medication began infusing. Md taped port close to ensure proper infusion of epidural medication without leakage issue.